Event description:
According to the info received, the valve was explanted due to a leak. The valve was replaced with another 31 mm sjm valve. The pt subsequently expired seventeen days postoperatively. No additional info was received.